Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead, cut in two pieces was returned for analysis. An internal insulation abrasion was noted at 7.8 cm to 10.1 cm from the distal tip. The re conductor etfe coating was abraded at the same location. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.